Event description:
It was reported that the issue is: "liquide". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was received with a damaged dso seal, damaged battery compartment and scratched lens. The event history log shows error 41100. The device was functionally tested, and the reported complaint was confirmed. There was liquid in the battery compartment. The primary problem was caused by a defective pwa. The dso seal, battery compartment, lens and pwa were repaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.